Event description:
A pt reported experiencing inaccurate erratic result with a ft meter. The pt's blood glucose results were 261, 191mg/dl. Tests were done within 10 mins with a difference of 27%. Pt did not experience any adverse events. No further info has been reported.